Event description:
Surgeon saw smoke then had a smell of smoke. Surgeon performing turp using gyrus superpulse system. After using the electrode approx 1-1hr 20 min with periods of flushing the bladder between uses, surgeon saw and noticed smoke. Areas of burn were found on the electrode cord which were removed from service.